Manufacturer narrative:
The device was received with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the cap was deformed. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was deformed. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information was available.